Event description:
The customer from (B)(6) reported obtaining a blood glucose reading of 13.7 mmol/l on a contour next link 2.4 meter. Upon repeat testing on a different meter, a reading of 6.4 mmol/l was obtained. The customer stated that based on the high reading obtained on the contour next link 2.4 meter, he injected insulin and had a hypoglycemic event. The customer indicated that he treated his hypoglycemic event and was feeling fine. The customer not provide the event or treatment details. The customer was advised to return the test strips for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.